Event description:
The customer contact reported the device alarmed with an s421 (motor error-pmc, right) malfunction alarm code. The device was returned to the biomedical department with an unsigned note that indicated, channel b door is stuck in the open position and alarms malfunction code 420 and 421 on startup. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, channel b of the device alarmed with an s421 (motor error-pmc, right) malfunction alarm code. No additional info was provided.

Manufacturer narrative:
Initial testing was done at the user facility by a field service engineer on (B)(4) 2014. The mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.